Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive up button due to unlocked lcd keypad connector. Unable to perform rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify no delivery alarm due to unresponsive button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump's buttons were really hard to press when they had low blood glucose. Customer's blood glucose level was unknown. Customer reported that insulin pump had a unexplained no delivery alarm. Customer declined to report to 24 hours technical support team. Insulin pump will not be returned for analysis.